Event description:
During the surgery, the instrument fractured and the pieces fell into the patient's bone. There was a surgical delay of 15 min to get a loaner set. Its unknown whether fractured parts were removed. Note: the implantation and explantation dates are left empty as the device involved in this complaint is an instrument. Hence, no expiration date is captured, for the same reason.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the previous medwatch. Additional information was received on aug 18, 2021 the manufacturer received other source documents for review. Should additional information become available and / or the device(s) be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer¿s reference number of this file is (B)(4).

Manufacturer narrative:
This follow-up report is being submitted to relay corrected and additional information. Event description: it was reported that during surgery, the instrument was fractured and the pieces fell into the patient's bone. There was a surgical delay of 15 min to get a loaner set. Its unknown whether fractured parts removed. Review of received data: due diligence: surgical report can not be provided due to the privacy laws in north america. No further due diligence required as all required information to support the conclusion is available or was already requested. X-rays: an intraoperative x-ray has been received and was reviewed. It shows a foreign piece in vivo. However, it is impossible to determine if this foreign piece is a fracture piece of the complained reamer. No post operative x-ray has been received to evaluate whether the foreign piece has been removed. Product evaluation: no product was returned; therefore, visual and dimensional evaluation could not be performed. Review of product documentation: device purpose: this device is intended for treatment. Product compatibility: the compatibility check could not be performed as only the complained product is known. DHR review: review of the device history records identified no deviations or anomalies during manufacturing. Ncr(s): the measured value of the supplier where out of specification. The distance from the instrument tip to the first hole of the scale indicating the reamed depth is shorter than specified on the print (340.00 +0/-0.2 mm). The maximum deviation measured for the parts within this ncr is 339.70 mm. This might lead to reaming the hole for the znn lag screw 0.1 mm shorter than allowed by the tolerances. This deviation of -0.1 mm is not adding any additional risk to the patient and user. Therefore, all devices where added to the final stock. Conclusion: it was reported that during surgery, the instrument was fractured and the pieces fell into the patient's bone. There was a surgical delay of 15 min to get a loaner set. Its unknown whether fractured parts removed. No product was returned, hence visual and dimensional evaluation could not be performed; therefore, the condition of the part as well as the nature of the fracture remain unknown. Based on the investigation the reported event can be confirmed. The review of the device history records did identify a nonconformance regarding the length. However, this issue was assessed and it was evaluated that there is no risk to the patient. Therefore, all devices where added to the final stock. Due to the lack of information the possible contributing factors could not be evaluated. Further, as the product was not received, the nature of the fracture could not be determined. Therefore, based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
No change to previously reported event.

Event description:
No event update. Investigation results have been updated with product evaluation.

Manufacturer narrative:
Investigation results were made available. Review of event description: it was reported that during surgery, the instrument was fractured and the pieces fell into the patient's bone. There was a surgical delay of 15 min to get a loaner set. Its unknown whether fractured parts removed. Review of received data: x-rays: an intraoperative x-ray has been received and was reviewed. It shows a foreign piece in vivo. However, it is impossible to determine if this foreign piece is a fracture piece of the complained reamer. No post operative x-ray has been received to evaluate whether the foreign piece has been removed. Product evaluation: visual examination: the visual examination shows that the tip of the lag screw reamer is fractured. None of the fragments have been returned for investigation. The remaining cutting blades are intact and sharp and do not show any signs of damage. The device itself shows very light signs of usage. Review of product documentation: device purpose: this device is intended for treatment. Product compatibility: the compatibility check could not be performed as only the complained product is known. DHR review: review of the device history records identified no deviations or anomalies during manufacturing. Ncr(s): the measured value of the supplier where out of specification. The distance from the instrument tip to the first hole of the scale indicating the reamed depth is shorter than specified on the print (340.00 +0/-0.2 mm). The maximum deviation measured for the parts within this ncr is 339.70 mm. This might lead to reaming the hole for the znn lag screw 0.1 mm shorter than allowed by the tolerances. This deviation of -0.1 mm is not adding any additional risk to the patient and user. Therefore, all devices where added to the final stock. Conclusion: it was reported that during the surgery, the instrument was fractured and pieces got stuck in the patient's bone. There was a surgical delay of 15 min to get a loaner set. Its unknown whether fractured parts were removed. Based on the investigation the reported event can be confirmed. The visual examination shows that the tip of the lag screw reamer is fractured. Further, on the x-ray it can be seen that there is a fragment within the bone next to the nail. Based on the information provided it remains unknown if the fragment was removed from the patient's bone. The review of the device history records did identify a nonconformance regarding the length. However, this issue was assessed and it was evaluated that there is no risk to the patient. Therefore, all devices where added to the final stock. Based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer switzerland manufacturing gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).

Manufacturer narrative:
The manufacturer did not receive x-rays for review. Other source documents were received and will be reviewed as part of ongoing investigation. The manufacturer did not receive yet the device, however it is indicated by complainant that it will be returned for investigation. The device history records were reviewed and found to be conforming. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
During the surgery, the instrument fractured and the pieces fell into the patient's bone. There was a surgical delay of 15 min to get a loaner set. Its unknown whether fractured parts were removed. The implantation and explantation dates are left empty as the device involved in this complaint is an instrument. Hence, no expiration date is captured, for the same reason.